Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid via an implantable pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2018 it was reported that the hcp was unable to read the pump. The hcp had tried 2 programmers and neither would read. The patient started ¿not feeling good¿ about 2.5 weeks ago and per the hcp, they were able to read the pump at that point and had done 2 increases since then, but the patient stated that they had no effect on him. The day of the report they were planning on doing a dye study which was when they realized they could not read the pump. The hcp stated that they aspirated the volume in the reservoir, so they felt the pump was working but couldn't explain why they couldn't read it or why the patient started having symptoms a few weeks ago. Additional information was received on 27-feb-2018 and it was reported that in procedure room #1 they were unable to read the pump with 2 different programmers. They moved the patient to procedure room #2 and were able to read the pump just fine. There was no csf (cerebrospinal fluid) return at the dye study. The rotor check was okay. No further complications have been reported as a result of this event.